Event description:
The pt was to have a femoral a-line placement and as the attending was placing the guide wire, the guide wire uncoiled (frayed) itself and part of it was left in the pt's femoral artery. The pt was taken directly to CT for x-ray and found to be positive for tip of catheter. Vascular was consulted, but by the time they came to remove the fb, the family had made the pt comfort care due to the pt's deterioration from sepsis.